Manufacturer narrative:
(B)(4). Coopersurgical is currently investigating the reported condition. Once the investigation is complete a follow report will be filed. Related MDR's: 1216677-2018-00009, 1216677-2018-00010, 1216677-2018-00011, 1216677-2018-00012. Preliminary findings: a visit to the facility/hospital confirmed that the babies are doing well. The preliminary information gathered show that all in all 5 instances coopersurgical transwarmer was used in conjunction with the dragaer neonatal incubator. The drager incubator has a combination of electrical heating gel and may have an overhead heater[closed system]. Electrical sensors within the chamber directs and controls the flow of heat to maintain optimal and safe temperature. Coopersurgical transwarmer was placed on top of drager's electrically heated and controlled gel mattress, making the setup now have 3 heating sources [drager electric gels, overhead heater, and coopertranswarmer] the drager incubator product may have continued to heat as the feedback mechanism to stop heating or maintain safe temperature may have been disrupted with the introduction of the coopersurgical transwarmer product being on top the drager electric gels. According to the facility it is not recommended to use the 2 products (cooper and drager' incubator) in the fashion described.

Event description:
Infant's upper back across shoulder blades, skin bleeding and necrotic patches observed. (Bruising in this area was noted at birth). Infant (B)(6). Placed on transwarmer at 2 hours and remained in place probably for 24 hours. Further transwarmer used on 2nd day for extended period limited details recorded. Skin concerns observed on day 4 of life. Plastics team reviewed and possible pressure injury, managed with wound dressings. (Complainant reference: case 2). In all cases the transwarmer mattress was used with the baby nursed on the fabric side covered with a sheet. Extra layers of bedding were used in the last case employing a sheet plus towel or baby nest. The babies affected were below (B)(6). The burns were superficial, wound dressing were used and healing occurred within 3-4 days of treatment. Transwarmer lot numbers were not recorded for the first 4 cases.

Manufacturer narrative:
(B)(4). Coopersurgical is currently investigating the reported condition. Once the investigation is complete a follow report will be filed. Related MDR's: 1216677-2018-00008, 1216677-2018-00009, 1216677-2018-00010, 1216677-2018-00011, 1216677-2018-00012. Preliminary findings: -a visit to the facility/hospital confirmed that the babies are doing well -the preliminary information gathered show that all in all 5 instances coopersurgical transwarmer was used in conjunction with the dräger neonatal incubator. -the drager incubator has a combination of electrical heating gel and may have an overhead heater[closed system]. Electrical sensors within the chamber directs and controls the flow of heat to maintain optimal and safe temperature. -coopersurgical transwarmer was placed on top of drager's electrically heated and controlled gel mattress, making the setup now have 3 heating sources [drager electric gels, overhead heater, and coopertranswarmer] -the drager incubator product may have continued to heat as the feedback mechanism to stop heating or maintain safe temperature may have been disrupted with the introduction of the coopersurgical transwarmer product being on top the drager electric gels. -according to the facility it is not recommended to use the 2 products (cooper and drager' incubator) in the fashion described. Update: 6/29/2018: coopersurgical, inc. Conducted an evaluation of the transwarmer infant transport mattress associated with five complaints listed above from advanced healthcare tech for the reported condition of infant skin burns. This evaluation was based on a review of complaint history, a design history file review, a review of manufacturing records, an interview with the user facility, a review of a drager incubator design utilized in conjunction with the transwarmer, and a functional evaluation of transwarmers from current inventory. A review of the historical complaint data and design history reveals no trends for this condition nor any design changes. Additionally, a review of the device history record indicates lot ij957 provided by the customer was released meeting all quality release specifications at the time of manufacture. An interview with the user facility revealed that a drager incubator was used in conjunction with the transwarmer product. Functional testing in the form of activation temperature testing of two units from five lots in current inventory, as well as a unit of the subject lot reported by the account met the test specifications. Replication of the reported condition may be attributed to restricted/contraindicated device combinations. The drager caleo incubator instructions for use warning for connected devices states, "risk of electric shock and of device malfunction- any connected devices or device combinations not complying with the requirements mentioned in these instructions for use may compromise the correct functioning of the medical device. Before operating any combination of devices, refer to and strictly comply with the instructions for use for all connected devices and device combinations." The file will be closed as misuse of the product for the reported condition of infant skin burns. Should new information become available, the investigation will be re-opened, and the investigation conclusion will be amended as appropriate. The complaint was reviewed with manufacturing and quality assurance. No further action is needed at this time. Coopersurgical will continue to monitor the complaint condition for any trends. (B)(4).

Event description:
Infant's upper back across shoulder blades, skin bleeding and necrotic patches observed. (Bruising in this area was noted at birth). Infant (B)(6) gestation. Placed on transwarmer at (B)(6) and remained in place probably for 24 hours. Further transwarmer used on 2nd day for extended period limited details recorded. Skin concerns observed on day 4 of life. Plastics team reviewed and possible pressure injury, managed with wound dressings. (Complainant reference: (B)(4)) in all cases the transwarmer mattress was used with the baby nursed on the fabric side covered with a sheet. Extra layers of bedding were used in the last case employing a sheet plus towel or baby nest. The babies affected were below 26 weeks gestation. The burns were superficial, wound dressing were used and healing occurred within 3-4 days of treatment. Transwarmer lot numbers were not recorded for the first 4 cases.